Manufacturer narrative:
Additional information received reported that the reported vitrectomy in the initial emdr was actually performed prior to the use of the intraocular lens (iol). Therefore, the event did not involve an intraocular lens; and is no longer considered reportable. No further information will be submitted. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed on (B)(6) 2017. No additional information was provided.